Event description:
Info received indicates the brake and steer casters continue to rotate to the side when in brake.

Manufacturer narrative:
The tech replaced the brake and brake/steer caster to repair the bed.